Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Visual inspection revealed the header was slightly lifted. Additionally, there were tool marks on the front top corner of the case and the case is dented. The device did not pass pin gage testing. X-ray confirmed that the feedthru wires were intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. It should be noted that the patient had possession of the device for an unspecific amount of time post explant.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead exhibited oversensing along with interference signals and variations in the lead measurements. As a result, a lead revision was performed. During the procedure, the physician noticed that the header of the device was loosened. A gap between the header and the device was also determined after making tilting movements even with no force applied. After explanting and replacing the device, measurements were appropriate with the existing leads. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device is not available for return as it was given to the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.